Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints for this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that an intraocular lens was defective.